Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of urticaria ('urticaria on abdomen and thighs') in an adult female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the urticaria outcome was unknown. The reporter considered urticaria to be unrelated to essure. The reporter commented: essure was removed at the patient request. Reporter provided a picture of the removed coils. Date of sample received at quality unit (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a review of the complaint sample picture, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of urticaria ('urticaria on abdomen and thighs') in an adult female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the urticaria outcome was unknown. The reporter considered urticaria to be unrelated to essure. The reporter commented: essure was removed at the patient request. Reporter provided a picture of the removed coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a review of the complaint sample picture, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of urticaria ('urticaria on abdomen and thighs') in an adult female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the urticaria outcome was unknown. The reporter considered urticaria to be unrelated to essure. The reporter commented: essure was removed at the patient request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.